Manufacturer narrative:
(B)(4). The device was returned and the evaluation is pending. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. An internal and external inspection was performed. The device was tested for accuracy confirmation and temperature verification and passed. The pneumatic system was tested and found to be functioning properly. The testing revealed no leak and all pressures were correct and stable. The device successfully completed a short simulated therapy. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be myocardial infarction. Leading up to the time of death, the patient was hospitalized for the myocardial infarction. The patient died at home following discharge from the hospital. It was not reported if an autopsy was performed. It was unknown if the patient was on the device at the time of death. It was not reported if pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.